Manufacturer narrative:
Concomitant medical products: d314trg crtd, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote transmission, there was one undersensed ventricular beat noted on the stored electrogram (egm.) The right ventricular lead remains in use. No patient complications have been reported as a result of this event.